Event description:
Medical staff reported "we have today operated on a patient and found the implant is completely ruptured". The aefected side has not been specified. The device has been removed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, flat crease and underweight device. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear opening. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken edge on the posterior side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Medical staff reported "we have today operated on a patient and found the implant is completely ruptured". The affected side has not been specified. The device has been removed.